Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). Quality control was acceptable on the date of patient testing. The field service engineer discovered the water reservoir hoses were contaminated, the initial water conductivity was greater than the reading limit, the cell wash solution was not being used by the instrument, and the connection for the sample pipette was degraded. He serviced the affected parts and the system is working without any issues.

Event description:
The initial reporter received questionable gluc3 glucose hk and ua2 uric acid ver.2 results for one patient from a cobas 6000 c (501) module. The patient¿s initial glucose result was 58.30 mg/dl and uric acid result was 2.2 mg/dl and these results were not reported outside the laboratory. The customer repeated the sample and received a glucose result of 90.40 mg/dl and 5.0 mg/dl for uric acid. Glucose reagent lot number used for patient testing was 408799 with an expiration date of 30-jul-2020. Uric acid reagent lot number was 766151 with an expiration date requested but not provided.